Event description:
It was reported that resistance was encountered during attempted removal of the epidural catheter. The catheter began to stretch and separated during the removal procedure. There were no reported pt complications. The tip portion of the catheter remains in the pt.